Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a 21.50 diopter silicone three piece lens into the patient's right eye. Two lenses were used during the same procedure, same eye. This is for the secondary lens. The lens cracked during insertion into the eye. The lens was removed with no injury to the patient. A third lens was implanted. Cause of his incident is unknown. See MFR. #2023826-2016-00605 for primary lens.

Manufacturer narrative:
Result code(s): (operational problem) : visual inspection of the returned product found the lens optic torn into 3 pieces, with a piece missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).